Manufacturer narrative:
(B)(4). Excess adhesive. Eval summary: the analysis results found that the device arrived in good visual condition. The breakaway washer was present and uncut and all the staples were present. No functional test could be performed as the device was hard to fire and the casing became broken due to the excess force used. The device was disassembled to verify the condition of the internal components and excess of glue was found on the driver, causing the device not to fire as the driver was glued to the guide face. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unk procedure that after deployment of the staple and fully closed, unable to squeeze the trigger to fire the device. There was no adverse pt consequence.